Manufacturer narrative:
Per the clinic, the patient experienced a tissue breakdown at the implant incision site and was treated with topical antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.